Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device presented alert 63 indicating a haptic communication error, persisted after multiple restarts, and a replacement ilet was issued with the original unit pending return. Symptoms included no reported adverse clinical effects. Outcomes included no impact to patient health or need for medical intervention. Investigation included technical troubleshooting with guidance to charge the device above 50 percent and perform a restart, education on device use, and coordination for device return. The manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed, and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.